Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The battery monitoring voltage has decreased at a more rapid than expected rate and the battery status is now elective replacement indicator (eri). The physician is planning to replace the ICD.